Event description:
Per a peritoneal dialysis home pt's (hp) nurse (rn), hp went to the emergency room and was subsequently hospitalized after being diagnosed with peritonitis. Hp has recovered per rn. Treatments and length of hospitalization were not known by rn.